Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode during an arrhythmia in the fast ventricular tachycardia (fvt) zone. Arrhythmia was terminated via shock. Therapy reprogramming was completed, and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.